Event description:
The customer reported that while the unit in use on a pt, the unit shutdown with no audible alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.